Event description:
It was reported that the user activated a libre 3 plus sensor in the libre app prior to attempting to pair it with the ilet, resulting in the sensor being in use by another device and therefore not pairable with the ilet; the user was instructed to operate ilet in bg run mode with fingerstick readings and to consult their healthcare provider if they preferred an alternative backup therapy plan. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.